Manufacturer narrative:
The lot number was unknown; therefore, the manufacturing site name was unknown. UDI: (B)(6) incomplete. The lot number was unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep in south korea that during an arthroscopic rotator cuff repair surgery on an unknown date, it was observed that the anchor shaft on the 4.5 healix advance br w/ocord device broke during use. Since there were fragments generated, the surgery was converted from arthroscopy to open to remove the fragments. The surgery was completed with a 40 minutes of delay. The status of the patient post-surgery was unknown. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Upon visual inspection, it was observed that the metal tip was broken and separated from the healix advance driver tubbing. T also, it was identified marks of scratches in the connection point between the shaft and the tip. Therefore, the complaint reported can be confirmed. The anchor, the suture and the handle cover were not returned with along the device. Given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. No further procedure information was provided to determine at what specific point in time this failure occurred. We cannot discern a specific root cause for this failure. A manufacturing investigation was previously performed to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. The external manufacturer concluded that the root cause is undetermined. The shaft and the tip have a connection point and it is probable that this type of failure can related to a welding issue; when applying excessive tension or with off axis insertion affecting the connection point; however, it cannot be conclusively affirmed. The failure was inspected and a closer analysis to the several controls; also, during receiving inspection and manufacturing process have been done. As a result. There was no incident. As per pfmea and complaint reviews, the occurrence for this type of issue is below than the maximum occurrence allowed for this kind of effect. As per IFU, it is important to do not apply a bending force to the inserter. This can damage the anchor or inserter tip. Also, the steps for a proper insertion are provided. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.